Event description:
It was observed that during the device evaluation, the Bronchovideoscope's, image flickered then disappeared, when the light guide tube was manipulated. There was no patient involvement.

Manufacturer narrative:
The device was returned for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic problem resulting in component failure.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device